Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified as the logs were unable to be retrieved.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump history was missing data despite being in use. Customer's blood glucose level was approximately 300 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.